Manufacturer narrative:
The failure for overheating was duplicated through functional evaluation. Disassembly and visual inspection by the repair technician and diagnostic engineer confirmed the coupler was worn and the motor sockets were corroded.

Event description:
It was reported by the user facility that the device was overheating during testing. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the device was overheating during testing. The user facility was not able to provide any further information regarding the reported event.